Manufacturer narrative:
Device was burned to ash and is not able to be evaluated. American medical equipment is waiting for the report from the fire marshal. If any new information is discovered, a follow-up MDR will be filed.

Event description:
Pt died in a house fire- he was on fire, oxygen cylinders exploded during the fire. The compressed gas cylinder exists as the backup for the intensity 10l. The pt is in use of intensity 10 at the time of incident. It was reported by witness that pt caught himself on fire while oxygen was in use via face mask at the time of the incident. It has not yet been determined whether or not the pt was smoking or attempting to smoke at the time of incident. The compliance officer with ame said the unit is burn to ash, and it was not able to evaluate. Amp is waiting for the report from fire marshal.

Manufacturer narrative:
A copy of the fire marshall report was received. The cause of the fire was smoking.